Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pt and the physician had previously agreed to do just an implantable neurostimulator (ins) replacement because patient reported her old ins was dead and no longer working. The patient reported to the physician that she thought her battery was dead (eos) and that¿s why she wasn't able to feel stimulation or use her device any longer. The ins was not at eos. Rep asked patient many questions regarding the therapy prior to when she thinks her ins died. She stated she was having problems feeling stimulation and "getting it to work." When asked to elaborate, she stated the stimulation didn't always come on like it was supposed to and she would have to hold her neck or body a certain way to feel any stimulation and then at best it was intermittent. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. See (B)(4) for high impedances, future lead replacement.